Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 7 mg/dl at the time of the incident. The customer was at 55 mg/dl at the time paramedics arrived, and 190 mg/dl at the time they left the hospital. The customer was given food to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer goes low after eating, but its because they walk a lot at work. The customer knew her blood glucose was low and should have treated, but they fell asleep. Troubleshooting was not completed as the customer declined. The customer also mentioned they were high on the morning of the call. The customer mentioned reduced battery longevity and slower insulin pump rewinds. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive or motor anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using care link. Device had cracked display window, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).